Event description:
Ous MDR - it was observed that threshold was high within 3 days after implant and the lead was repositioned due to dislodgement. A week later at a follow up the threshold was still high (<6v). On examination under fluoro, the helix from the screw had retracted, causing the lead to dislodge again. Biotronik has no information in regards to a revision. An event date was not reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated that approx. 28 cm distal to the is-1 connector pin the lead body was squeezed and the outer and inner conductor coils were deformed. The insulation was still intact in this region. However, incipient signs of subclavian crush syndrome were noted. No further deviations that might have contributed to the clinical observation were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.